Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a healthcare professional, who reported "patient did come in and the bag was empty & air in the line. Patient states it never alarmed, air in line. I was reviewed the pump & hit the resume and it shows there is 45.5ml vtbi and time 15:09 h." In addition, the patient reported bag was totally empty and was adamant that air was filling the tubing and it had made it to the micron filter. Device operator was a patient. Medication being infused was ns and 5fu. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.